Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that the stent appeared to be elongated. Reportedly, upon deployment, it was identified that the distal 1cm of the stent, the portion overlapping a previously implanted stent, was elongated. The lesion was fully covered and the physician was satisfied with the overall placement of the stent and did not take any other action. There was no report of injury to the pt.